Event description:
A customer from (B)(6) reported an identification problem in association with vitek® ms ds. The customer reported that vitek® ms did not give an identification result at 24 and 48 hours, when isolates were cultured with yersinia cin agar, which is validated on vitek® ms. The customer repeated culturing on blood agar and vitek® ms results were obtained. The customer stated no incorrect result was reported to the physician and there was a delay greater than 24 hours to report results. The customer reported that patient results and treatment were not impacted. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported that the vitek® ms did not give an identification result at 24 and 48 hours, when cultured with yersinia cin agar, but blood agar obtained results. An investigation was performed. (B)(4): no identification. No confirmation testing or repeat testing from cos was performed. It is not known whether the true identity of this organism is present in the knowledge base. (B)(4): no identification was obtained with cin, and single choice to y. Enterocolitica was obtained with cos. This case is not considered as a misidentification because the expected identification is unknown. (B)(4): no identification was obtained with cin, and single choice to c. Freundii was obtained with cos. This case is not considered as a misidentification because the expected identification is unknown. (B)(4)_isolate 1 (spot g1) - low discrimination of e. Cloacae/e. Asburiae was obtained with cin, and single choice to aeromonas hydrophila/punctata(caviae) was obtained with cos. This case is considered as a misidentification. However, without the strain it was not possible to investigate. (B)(4)_ isolate 2 (spot g2) - low discrimination of c. Werkmanii/c. Braakii/c. Freundii was obtained with cin, and single choice to aeromonas hydrophila/punctata(caviae) was obtained with cos. This case is considered as a misidentification. However, without the strain it was not possible to investigate. In order to check if the identification issue was linked to the culture media use, our biomaths department looked at the spectra for the sample (B)(4)_isolate 1 (spot g1) on cos and cin culture media. This kind of analysis with the other samples could not be done because the mzml files with cos and cin culture media were not provided (only mzml files from cin culture media was provided for those samples). The use of different culture media could generate or eliminate only a few masses linked to an additional stress of the bacteria, but like this example, it seems unlikely. This analysis indicates that the root cause could be another one than the type of culture media used, it could mostly be due to an issue occurred during the sample spot preparation. On the other hand, the analysis of the system data showed that the system was operational during the test performed on june (B)(4) and needed a fine tuning on july ((B)(4)_isolate 1 _spot g1 and (B)(4)_isolate 2 _spot g2). The most probable root cause of the identification issue is the non-optimal spot preparation and non-optimal fine tuning. However, as the strains were not available for further investigation, it was not possible to conclude on the identification for all organisms listed.